Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent a procedure on (B)(6) 2015 under local anesthesia with sedation to excise the excess tissue. During the same procedure the abutment was exchanged. The implanted device remains.